Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and associated device displayed a shock impedance measurement greater than 125 ohms. Boston scientific technical services recommended bringing the patient in for a device interrogation. The local boston scientific field representative was contacted for additional information but none was provided. There were no adverse patient effects reported. The system remains in service.